Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Device history record review revealed no findings that could have directly contributed to the current symptom. The reported condition was verified. The device was found out of specification in relation to the reported ec322 which was not reproduced. Ec322 alarms were verified through a review of the event history log and were found to be caused by the link that was out of adjustment. The link was updated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showing an ec322 (link switch error (low)). There was no patient involvement associated with this event. No additional information is available.